Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that replacing system board resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect board has been received by the manufacturer for evaluation. The returned pcb board failed visual inspection. Electrically overstressed components. Unable to test due to electrically overstressed components.

Event description:
A medtronic representative reported that while outside of procedure, the mobile view station (mvs) of the imaging system was unable to communicate with image acquisition system (ias). There was no patient present at the time of the issue.